Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per srt, fitting and pressure switch will be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the pump not primed alarm did not work. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the pressure switch. Unit operates to manufacturer's specifications. This unit is not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.